Event description:
Report 1 of 2 for (B)(4). It was reported that during a meniscal repair surgical procedure, it was observed that the arthro pusher/cutter device could not cut off the suture due to the separation of the sheath and inner core. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: facility name: (B)(6). Device history review: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. The product has not returned to j&j medtech orthopaedics, however a photo was provided for review. ¿ the photo investigation revealed that arthro pusher/cutter *ea was completely disassembled. No anomalies could be observed on the device. The overall complaint was unconfirmed as the observed condition of the arthro pusher/cutter *ea would no contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.